Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer lost right eye vision on the high resolution stereo viewer (hrsv). The technical service engineer (tse) advised the customer to hard power cycle the system but the issue remained. The customer continued the procedure using the good left eye. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer confirmed that the procedure was completed robotically with the same surgeon side console. The issue occurred after the ports were placed.

Manufacturer narrative:
The high-resolution stereo viewer (hrsv) was installed on the test system. The system started up without any errors. The image quality was sharp, no noise, and not tinted. During visual inspection, the whole hrsv was contaminated with dust particles.

Event description:
Refer to h11 for follow-up information.